Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated field (h10). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility immediately after the procedure. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Water was aspirated through the instrument/suction channel. The aspiration was done with both the 1st and 2nd position of the suction value. The air/water channel was flushed with water and air by using mh-948. During manual cleaning, the device passed the leak test. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. There was no defect on aer/ewd. All channels were connected with tubes when the endoscope was setting up to into the aer/ewd. The automated endoscope reprocessor (aer) used was soluscope with anios detergent and anios disinfectant. The concentration and expiration date of the disinfectant was controlled. The quality of the rinse water was controlled. The water filter was replaced periodically in accordance with IFU. The device was dried by blowing it with filtered compressed air. The typhoon was used for endoscope storage.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: biopsy ch. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2023 sampling from: suction ch cfu: 3cfu/endoscope bacterial identification: staphylocoques a coagulase negative sampling date: (B)(6) 2023 sampling from: a/w ch. Cfu: 1cfu/endoscope. Bacterial identification: micrococcaceae. Sampling date: (B)(6) 2023 sampling from: auxiliary water ch. Cfu: <1cfu/endoscope. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - lens glue (2x) --- chipped. - charged coupled device cover lens glue --- chipped. - distal end cap cover --- scratch. - bending section rubber glue --- separated. - connecting tube --- wrinkle. - scope cover --- cracked. - key top 1 --- unclear indication. - universal cord --- buckles. - plug unit --- damaged housing. - bending tube --- shortened . - biopsy channel wear and tear: replacement as preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope tested positive for >100 cfus of pseudomonas aeruginosa, klebsiella pneumoniae, and klebsiella aerogenes. All channels were sampled on (B)(6), 2023. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.